Event description:
Treatment of an avm. It was reported the catheter ruptured near the distal tip. During onyx injection, resistance was encountered which was reported to be due to either onyx build up or there was a kink in the catheter that led to the rupture. Onyx passed through the rupture site into the avm. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was reported lost at the hospital. The instruction for use warnings "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excess pressure may cause the catheter rupture, possibly resulting in patient injury."